Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. A replacement power switch, contact blocks, power switching board, and a relay were shipped to the site. After replacing the power switch, contact blocks, power switching board, and the relay, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Investigation of the returned suspect power switching board found that f1 was open. F1 was replaced on the board and installed in the image acquisition system (ias) 267 and it functioned as expected. Start-up, 2d and 3d imaging, motion, and communications functionalities were as expected. The power switching board is functional. Investigation of the returned suspect selector switch found that it has appropriate stops and travel. No signs of wear were found that would hinder operation. No problem was found. Investigation of the returned suspect contact block normally open found that it functioned as designed. No signs of wear were found that would hinder operation. The contact block open maintained a steady short while in actuated position. No problem was found. Investigation of returned suspect contact block normally closed found that it was the cause of the system not powering on. Normally closed switch loses short during portions of travel. It has a faulty contact block. Investigation of returned suspect relay found that it was shorted. Output pins 1 & 2 had a low resistance short of 13.8 ohms. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when attempting to turn on the image acquisition system (ias), he turned the switch past the "on" point, but when he released it, nothing turned on. The site representative attempted to turn on the system six times and on the sixth time, the ias booted up. This was noticed outside of surgery. There was no patient present when this issue was identified.